Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient initially received the peripherally inserted central venous catheter on (B)(6) 2024. On (B)(6) 2025, during maintenance at another hospital, medical staff observed no blood return upon catheter aspiration. While attempting flushing per standard protocol, fluid leakage occurred at the insertion site. Upon removing the adhesive film, the catheter was found fractured approximately 2 cm from the insertion point, with no visible residual end. A tourniquet was applied 10 cm above the insertion site, and a chest x-ray was immediately performed to assess the catheter's position. The examination showed: the distal end of the PICC line was located at the level of the left 11th-12th intercostal space, while the proximal end was at the level of the lower margin of the left 1st rib. Around 16:00, the patient was transported to our hospital via ambulance. Following examination by a vascular surgeon, foreign body removal via superior vena cava catheterization and superior vena cava angiography were performed under local anesthesia around 18:00 that afternoon. The procedure proceeded smoothly, with the remaining approximately 39 cm of broken catheter successfully retrieved. The patient reported no discomfort. Patient impact: the broken tube causes the patient to need to be surgically removed, which increases the patient's pain. The broken tube is displaced with the blood flow, and the broken tube enters the heart.